Manufacturer narrative:
Pc-(B)(4). Date sent: 01/24/2022 d4: batch # u5f65l. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with staples present. When a test battery was installed, the green checkmark did not illuminate. When the device was fired into a test skin, the device started to fire but stalled before completing the cycle. The firing cycle however resumed when the adjusting knob was manipulated. When the shrouds were removed, motor plug was found to be not fully seated. Motor plug was reseated and confirmed locked into place. Device was then loaded with staples and washer, reset, and fired without issue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Additional information received: please see attached user facility mw (medwatch # (B)(4)).

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a surgery with the intervention of a device on a tissue, it can be seen the tissue between the jaws and no anomalies were noted. The second photo shows a device from the jaws area intervening on a tissue and no anomalies were noted. Based on the two photos review, the event describe could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that there was a powered ils stapler stuck on tissue. Cdh29p lot number u95y1p stuck on tissue and stapler had fired but did not cut. The noise almost sounded like it went through half the sequence and not the whole sequence. They were able to open the anvil and you could see what looks like staples on the rectal stump side. Sales rep verified that the anvil was fully seated.